Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. No parts were replaced. No parts have been received by manufacturer for evaluation. Site did not confirm service.

Event description:
A site representative reported that, while in a spinal fusion, the navigation system became unresponsive while verifying instruments in the spinal application software. It was reported that the navigation system was restarted to temporarily restore functionality, however when a medtronic imaging system image acquisition was transferred to the navigation system, the system became unresponsive. Restarting the application software resulted in the navigation system remaining unresponsive on the main screen of the navigation system. The system was then powered off and powered back on, which restored functionality and the site was able to complete the procedure with the navigation system. There was a reported delay to the procedure of thirty minutes due to this issue. There was no impact on patient outcome.